Manufacturer narrative:
This case, with patient identifier (B)(4) (lot 495740) is related to case with patient identifier. It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer allegedly received the following results, with two different lots of strips, within 10 minutes: 168 mg/dl (lot 495740) and 69 mg/dl (lot 496003). No adverse event reported. Return of suspect device was requested and replacement was sent.